Event description:
It was reported the patient has not used/charged the ipg in approximately six months. As a result, communication could not be established with the ipg using multiple external devices. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.